Event description:
The hospital reported that t.w. Power supply will not power on at all.

Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.